Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported when the valiant 44x44x200 was implanted, it had inverted. To adjust the stent graft to the right position, the physician pulled the stent graft distally without issue and the procedure was successfully completed. The physician commented that the implant position should be deployed from the proximal side and that the cause of the inversion was most likely due to the patient's high blood pressure. It was noted that the inverted device was the second device to be implanted during the index procedure and that the device had not been fully deployed so the physician was able to pull it down. No clinical sequelae were reported and the patient is fine.